Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor was distorted, all conductors were stretched, the inner insulation was kinked buckled, the inner insulation was torn, there was blood in/on the helix mechanism, the lead was stretched, and the lead was damaged at implant.

Event description:
It was reported that during an implant attempt, the right atrium (ra) lead showed noise and was not able to sense or pace the heart. The testing cables were changed but the results were the same. Therefore the ra lead was removed and successfully replaced with a new lead. It was also reported that the replacement right atrium (ra) lead dislodged post implant. During ra lead repositioning, the helix extension was performed several times, however the lead would not secure in the atrium and tissue was found on the helix. Therefore the ra lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.